Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their serter does not hold the sets securely. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was shipped new serters.